Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, [pain]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that the patient suffered hemorrhage.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the lot number was not communicated. 3 similar complaints (including the current complaint) have been recorded regarding a "patient health condition" on gts femoral stems (all references) since one year. With the available information, the exact root cause of the event could not be determined. However it was stated that the event was related to an overdose of anticoagulants. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device was not returned.

Event description:
It has been reported that the patient underwent initial hip arthroplasty on (B)(6), 2013. Subsequently, the patient suffered hemorrhage on (B)(6), 2013. This is a post-operative hematoma related to an overdose of anticoagulants. There were no particular consequences for the patient aside from a slower physical therapy. No other adverse event has been reported.